Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
Our field service engineer inspected the device on-site, and confirmed the reported issue. During troubleshooting, it was determined that the turbine module was the cause of the failure, and it was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirmed the reported issue with the failed pre-use check and also revealed technical error codes related to turbine module problems. The replaced turbine module was returned for further investigation. A visual inspection of the returned turbine module revealed no abnormalities. The turbine was then placed into a reference ventilator for simulated use testing. During this testing, the device failed the internal test and the internal leakage test during the pre-use check. In standby, the device started to generate several technical error codes. To further assess the turbine module, the printed circuit board (pcb) inside the module was replaced with a reference pcb to determine if the reported issue was caused by the electronics on the pcb. After replacing the pcb, the problem with the failed pre-use check tests and the generation of technical error codes was resolved. Further component analysis on the defective pcb was performed but it was not possible to determine which exact component that caused the failures. In conclusion, the device failed to meet its specifications, and it was determined that the issue originated from the turbine module due to a random component failure on the turbine module's pcb.